Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they did not know the cause of the ins battery depleting sooner than expected. They reported they went to their physician in (B)(6) 2018 as an action/intervention to resolve the reported issue.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device depleted (¿went dead¿) a little earlier than expected and did not know why. The ins was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went to the doctor's office 3 months prior to report and they checked the battery. The patient was told they had at least a year of battery to go, but when the patient checked their patient programmer they saw the ins low icon on the patient programmer. Ins low icon meaning was reviewed as well as individual usage and settings factoring into the life span of battery. Patient was redirected to their healthcare provider to discuss battery replacement. No patient symptoms were reported. No further complications were reported or anticipated.